Manufacturer narrative:
Patient city: (B)(6) patient country: puerto rico.

Event description:
Reference number (B)(4) event occurred in puerto rico. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 347 mg/dl and got treated with 4 units of intravenous insulin (humalog). No further information available.